Event description:
An italian customer ran blood tests between two contour link meters. On the first comparison, the readings were 10 and 223mg/dl. Later that day, the second comparison readings were 42 and 163mg/dl. On the first comparison the difference between the readings falls in the "c" or "e" zone of the consensus error grid. The difference between the readings on the second comparison fall in the "c" or "d" zone. The differences would be clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement meter was sent to the customer

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model # was not provided and the serial number given was not valid. The manufacture date could not be determined without the product information. Test strip information was not initially provided. One bottle of contour test strips was returned for evaluation: lot#2kc3f07, exp date 10/31/2014, manufacture date 10/01/2012. Qa evaluation: two of the six strips revealed degradation due to the strips being exposed to moisture. One of these degraded strips gave an e2 error. Strips exposed to moisture could give low readings. Blood testing was performed on the strips and results fell within spec. Retention lot gave satisfactory results.